Manufacturer narrative:
The complaint strips were not returned, but a different vial of strips (345213-11) was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.2 inr; donor 1 hct: 47%; donor 2 hct: 43%; testing results: donor #1: retention meter and customer strips: 2.4 inr. Donor #2: retention meter and retention strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for two patients tested with coaguchek xs meter serial number (B)(4). Of the two patients, one had a discrepant result. The reporter believes that they started receiving questionable results after they started using test strip lot number 36143913. A venous sample collected from the patient was tested three times within 7 hours using the meter. The results were > 8.0 inr, 2.9 inr, and 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient's inr is normally managed around 3.0 inr. The reporter alleged that the meter countdown seemed to take longer than normal when completing the second measurement. Controls were tested on the meter on 14-may-2019 and these passed. The reporter's product was requested for investigation.